Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone # (B)(6).

Event description:
It was reported that the device displays a speaker error. It is unknown if the device could make an audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed a ¿speaker malfunction¿ inop message was displayed on the device. The brt replaced the speaker assembly to resolve the issue.¿ the device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.